Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The patient sample yielded a false reactive result with the elecsys hiv duo assay (hivag subresult). Confirmatory testing, including hiv-1 and hiv-2 pcr analysis, was negative. The elecsys hbsag ii assay was non-reactive, and confirmatory testing with the elecsys hbsag ii confirmatory assay was also negative. The elecsys hbsag ii quant ii assay, which is intended for use only when the elecsys hbsag ii assay is confirmed reactive, yielded a reactive result. A review of the case indicated a sample-specific discrepancy, as false reactive results may occur with the elecsys hiv duo assay due to specificity being less than 100%. The investigation could not confirm a cross-reactivity with borrelia infection. Testing with the liaison borrelia igm assay was reactive at >190 au/ml, while the liaison borrelia igg assay and immunoblot testing for both borrelia igm and igg were negative. The customer postulated a false-high positive result for the liaison borrelia igm assay. The sample was stored for potential further analysis. The device remained in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay and the elecsys hbsag ii assay on the cobas e 801 module. The customer suspected potential cross-reactivity with borrelia infection. The patient sample was tested with the hiv duo elecsys e2g 300 v2 assay, yielding a reactive result of 14.7 coi (hivag subresult: 14.5 coi; ahiv subresult: 0.0756 coi). Confirmatory testing using polymerase chain reaction (pcr) for hiv-1 and hiv-2 was negative. The same sample was tested with the elecsys hbsag ii assay, which was non-reactive. Subsequent confirmatory testing with the elecsys hbsag ii confirmatory assay was also negative. However, the elecsys hbsag ii quant ii assay, which is intended for use only when the elecsys hbsag ii assay is confirmed reactive, yielded a reactive result. Additional testing for borrelia infection included the liaison borrelia igm assay, which was reactive at >190 au/ml, and the liaison borrelia igg assay, which was negative. Immunoblot testing for both borrelia igm and igg was negative. The customer postulated a false-high positive result for the liaison borrelia igm assay. The sample was stored for potential further analysis.